Manufacturer narrative:
Details of complaint: the customer reported that their central nurse's station (cns) displayed an "hdd port 2" error while monitoring patients. Nihon kohden technical support advised the customer to reboot and reseat the hdd, but the issue persisted. The customer was provided with replacement hdds to resolve the issue. No harm or injury was reported service requested / performed: troubleshooting. Investigation summary: the customer reported that the issue of intermittent signal loss was occurring after they had installed new machinery from a competitor. On-site support was sent to the customer's facility to resolve the issue. The on-site service report noted that division of wmts 608-614 was performed between nk and competitor devices. This indicates that the new machinery was causing interference with nk telemetry devices, causing intermittent signal loss. The root cause for the intermittent signal loss is wmts interference due to third-party products. As such, a CAPA is not warranted. The following fields are not applicable (na) to the MDR report: b2. B6. B7. D4 lot # & expiration date. D6a & d6b. D7b. F1 - f14. G4 device bla number. G5. G7. H7. H9. The following fields contain no information (ni), as attempts to obtain information were made, but not provided: a2 - a6. D10. Additional device information: d10 concomitant medical device: the following device(s) were used in conjunction with the cns: bsm: model #: xxx-xxx. Serial #: (B)(6). Device manufacturer data: dd/mm/yyyy. Unique identifier (UDI) #: (B)(4). Returned to nihon kohden: dd/mm/yyyy. Additional information: b4 date of this report. G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type? H6 event problem and evaluation codes. H10 additional manufacturer narrative.

Event description:
The customer reported that their central nurse's station (cns) displayed an "hdd port 2" error while monitoring patients.

Manufacturer narrative:
The customer reported that their central nurse's station (cns) displayed "hdd port 2 error" while monitoring patients. Nihon kohden technical support advised the customer to reboot and reseated the hdd, but the issue persisted. No harm or injury was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that their central nurse's station (cns) displayed "hdd port 2 error" while monitoring patients.